Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was still blank even with replacement battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing and received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. The insulin pump tripped battery cap at coin slot area, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner, cracked lcd window and minor scratched lcd window.